Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during device check, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR". No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint was confirmed during archive review and initial functional testing. The defective processor board needs to be replaced to remedy the complaint. Upon customer approval all defective components will be replaced and the device will be further tested to full specification. During visual inspection, defective load plate cover, cracked top cover were noted and the encoder shaft does not rotate smoothly, exhibits binding and resistance unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2005; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated system error 136 (internal parameter corrupted). The platform failed the initial functional testing due to system error, "system error, out of service, revert to manual CPR" displayed when the unit was powered on. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).